Manufacturer narrative:
(B)(4). If a follow up report will be filed upon completion of the investigation. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A revision was performed on (B)(6) 2016 to install the expedium spine system onto the l5-s. While the surgeon was inserting the report screw into the s1 using the reported screwdriver, a snapping sound was heard and the screw could not be inserted further. The surgeon took off the screwdriver to inspect, and found that the tip was broken off from the shaft. Since the screwdriver tip was still stuck inside the screw, the surgeon tried to extract the screw by fixing the reported rod that was shortened onto the screw head. However, during the attempt the screw head got detached from the shaft. The extraction of the screw, and the screwdriver tip inside, was then aborted, and the surgery was completed after inserting a screw into the s2ai. Due to the event there was 45 minutes surgical delay.

Manufacturer narrative:
The viper universal polyaxial driver (product code: 2797-34-000, lot number: mi31487) was returned to the complaints handling unit (chu). Visual examination of the driver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided with the part. Optical images of its surface reveal plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.